Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead replacement procedure. Prior examination of the rv lead using imaging had revealed rv lead dislodgement. Failure to capture and failure to sense was also noted on the rv lead. The rv lead was explanted and replaced on (B)(6) 2021. Visual examination also confirmed the rv lead dislodgement. The patient was stable throughout.